Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during drain two of four. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the supply bag was disconnected without falling. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The troubleshooting reported that the supply bag disconnected (without falling), which is known to cause this alarm. However, the cause of the disconnection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.